Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error per additional information the event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter was not reading which might be due to the patient having no urine output. The user changed it with a rectal probe and stated that the reading was not stable. The target temperature was 33 c the patient temperature was 32.8 c through the rectal probe the water temperature was 31.7 c and the trend indicator was neutral. Ms and s explained to the user that it may take a moment before the rectal temperature probe reads appropriately and suggested verifying the rectal reading with the secondary temperature source. It was stated that after a few minutes the device was working appropriately and the rectal temperature reading was stable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was not reading which might be due to the patient having no urine output. The user changed it with a rectal probe and stated that the reading was not stable. The target temperature was 33 c, the patient temperature was 32.8 c through the rectal probe, the water temperature was 31.7 c and the trend indicator was neutral. Mss explained the user that it may take a moment before the rectal temperature probe reads, appropriately and suggested verifying the rectal reading with the secondary temperature source. It was  stated that after a few minutes the device was working appropriately and rectal temperature reading was stable.